Event description:
It was reported that the procedure was performed on (B)(6) 2024, to treat a lesion in the left circumflex (lcx) artery. After pre-dilatation, the 2.75 x 33 mm xience xpedition stent was implanted at the target lesion. On (B)(6) 2024, the patient experienced a myocardial infarction and returned to the hospital with stent thrombosis. The thrombosis was treated with 2.75 x 15 mm saphire non-compliant balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of thrombosis and myocardial infarction are listed in the everolimus eluting coronary stent systems (eecss), xience xpedition, instructions for use as known patient effect(s) of coronary stenting procedures. A medical review was performed. The reviewer concluded the following: patient came back with myocardial infraction and later diagnosed with st 7 days post-implantation of xience xpedition in the lcx. Patient was revascularized with balloon dilatation catheter (bdc) sapphire nc 2.75* 15 mm. There is no additional information provided on the patient¿s history, procedural details and dapt therapy. From the information provided, it is unknown what caused the early st, and it cannot fully be determined if the xience directly caused the st and not other procedural circumstances and/or dapt failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.